Manufacturer narrative:
Concomitant medical products: product ID: 3531, product type: external neurostimulator. Product ID :neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported that the patient started the trial on (B)(6) 2015 and the health care provider (hcp) had a hard time getting the leads implanted. The hcp was only able to put 1 side in. The patient experienced a loss or change of therapy due to a sudden change. The patient felt stimulation sensation at the hcp' s office, but by the time they got home, they lost the stimulation sensation. The patient was instructed not to increase the amplitude past 3.0 and the patient went up past 3 and was still not feeling anything. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.